Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery. It was reported that the motor stall was caused by patient having MRI. Additional information has been requested, a follow-up reply will be sent when it becomes available.

Event description:
Additional information: it was reported that the pump was stalled for one to two hours. The stall recovered. It was noted there was no injury. The pump was delivering morphine.

Manufacturer narrative:
Catheter model: 8598a, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4).